Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte autoguard bc shielded IV catheter there was an issue with foreign matter on the catheter tip.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with foreign matter on the catheter tip.

Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up, and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated but was later voided. No physical samples were not received for testing and evaluation; four photos were provided for evaluation of this incident. Photo one displayed a 22gaude unit and package label. Photo two displayed the catheter/adapter assembly still on the needle. Photo three displayed the catheter tubing and needle. Photo four displayed up close look of the lot number, expiration date of the package label. Based on the evaluation of the submitted photos; the defect foreign matter was not confirmed. Per the event description: fm was on the catheter tip. The fm was detached later. Without the attached foreign matter, the defect could not be identified or confirmed.